Event description:
The tip of prefilled syringe looks like bend, and it is unable to inject the diluent into the vial for reconstitution [device issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of events device issue and no adverse event in a patient (age, gender and race were not reported) from united states. The age of the patient at the time of event occurance was not reported. On 14-may-2026, amneal pharmaceuticals received information from pharmacy technician via telephonic call concerning a safety concern of amneal's risperidone for extended-release injectable suspension. The patient was being treated with risperidone for extended-release injectable suspension (dose, frequency and therapy dated not reported) for an unknown indication. On (B)(6) 2026, risperidone for extended-release injectable suspension 25 mg (ndc: 70121-2626-5, lot number: ap250441, ap250590, expiry date: sep-2028, serial number: (B)(6)) for unknown indication. Co-suspect, concurrent conditions, concomitant medications, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. On 13-may-2026, they received a sealed medication kit from the wholesaler. On (B)(6) 2026, while about to reconstitute they observed that the tip of prefilled syringe looks like bend, and it was unable to inject the diluent into the vial for reconstitution and requested for the replacement. Last action taken with risperidone in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter did not provide the causality of device issue and no adverse event with risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.